Event description:
The customer reported being hospitalized due to high blood glucose over 500mg/dl. Troubleshooting was performed. The customer stated that she was receiving multiple no delivery and motor error alarms even after the infusion set was changed during bolus and basal. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.mfg. Report 1 of 2, medwatch report # 3004209178-2013-90160.mfg. Report 2 of 2, medwatch report # 3004209178-2013-90161.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.